Manufacturer narrative:
Date of submission 06-apr-2018 the device has been returned and evaluated by product analysis on 03/29/2018 with the following findings: review of the black box data revealed the last basal delivery was recorded as (B)(6)2018 at 1:45 pm. The total daily doses added up to correctly reflect the user¿s programmed basal rate target. The basal history showed a 0.00-unit basal program on (B)(6)2018 at 06:42 am due to a rewind as recorded in the black box on (B)(6)2018 at 06:42 am. Another 0.00-unit basal program on the same date at 7:39 am was recorded due to a loss of prime that appeared in the black box data at that same time. There was no activity outside of normal use observed. On investigation, the pump powered on and ez-prime steps successfully completed. The pump was exercised for 24 hours without any 0.00-unit basal recording during that time. All keypad buttons demonstrated normal response. Investigation did not duplicate the alleged history/settings issue. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the basal history did not match the active basal program. No changes were performed and a zero unit basal rate occurred. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.